Manufacturer narrative:
The field service engineer decontaminated the analyzer and ran qc which was acceptable. The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace contained multiple abnormal aspiration alarms on the date of the event near the time sample was processed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 glucose hk result for one patient with the cobas 8000 cobas c 502 module. The initial result was 149 mg/dl. This result was reported outside of the laboratory and questioned by the doctor as it did not match the glucose fasting test. The repeated result was 97 mg/dl. The repeat result was believed to be correct. The reagent lot number was 544224. The expiration date was requested but not provided.